Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was started 446 mg/dl at time of incident and other 454 mg/dl, 422 mg/dl, 524 mg/dl, 470 mg/dl, 342 mg/dl, 420 mg/dl, 329 mg/dl, 457 mg/dl, 453 mg/dl. Customer already changed set for 3 times. Customer did not want to do any troubleshooting, and just wanted to document his high blood glucose. The insulin pump will not be returned for analysis.